Event description:
The customer reported that this gz transmitter was not displaying the EKG readings during maintenance testing. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this gz transmitter was not displaying the EKG readings during maintenance testing. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter was not displaying the EKG readings during maintenance testing. The unit was not in patient use at the time. Investigation summary: the device was returned for evaluation. During the evaluation, the unit was tested using a simulator and the device successfully produced ECG and respiration waveforms. The reported issue could not be duplicated. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/31/2025 I called(B)(6) (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 11/04/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this gz transmitter was not displaying the EKG readings during maintenance testing. The unit was not in patient use at the time.